Manufacturer narrative:
The customer performed troubleshooting with beckman coulter customer technical support to resolve the issue. This medwatch report is related to MDR 2122870-2012-00057 .

Event description:
The customer reported while trying to load thyroid-stimulating hormone (tsh) reagent pack into an open compartment of the reagent carousel, the reagent carousel turned to a compartment with a reagent pack already present, involving access 2 immunoassay system. This is report number two of two referencing testosterone reagent. The customer attempted to load the reagent pack several times but was unsuccessful. The customer initialized the system and attempted to manually load the reagent pack by turning the carousel and scanning the barcodes. The customer stated during troubleshooting, a system error message appeared, and the customer rebooted the system. When the system initialized, the customer attempted to load the reagent pack and it turned to a compartment with a testosterone reagent pack. The customer used the reagent inventory to verify the pack positions; the reagent inventory screen and the system matched correctly. Beckman coulter customer technical support (cts) advised the customer to reboot the unit and reload the reagent pack; the carousel turned to an empty position. There was no report of patient results affected or released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.